Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a clipping procedure on (B)(6), 2012.according to the complainant, after advancing the device through the scope and into position, the surgeon was not able to deploy the clip. The device was removed from the patient and then the procedure was completed with another resolution clip.there were no patient complications as a result of this event. The patient condition was reported as stable post procedure.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.